Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lots met all pre-release specifications. Add'l devices: (B)(4).

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The devices were placed without incident, but when the physician applied a coda balloon to the proximal end of the trunk, the aorta tore. An aortic extender was placed in an attempt to cover the rupture, but this was unsuccessful, and the pt was converted to open surgery. The stent-grafts were explanted and replaced with a surgical graft, but the pt expired due to blood loss from the rupture.